Manufacturer narrative:
Revision occurred after 10 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 10 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40 mm + 3 humeral stability cup explanted and replaced with a 40 mm + 6 humeral stability cup and 9 mm spacer.